Manufacturer narrative:
Qn# (B)(4). No sample is available for the manufacturer to evaluate.

Event description:
Complaint reported as: "the rusch foley catheter for men, size 16 ejected after 1 or 2 days following the insertion, apparently causing the balloon to deflate and the catheter to come out. The balloon was well inflated during the insertion. No patient injury reported. Patient current condition reported as fine. Additional information was requested but no additional information was received. Catalog #: 170605-16 was reported; however, this product is sold in the united states as (B)(4).